Event description:
It was reported that during an unknown procedure the doctor fired the stapler and it would not fire properly, it jammed with the handle not moving. They had to open another echelon instead. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device didn't cut or staple according to the customer. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: on what tissue type was the device used? Colon. At what location on the tissue? Low down between colon and rectum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st and 2nd. During which stroke did the event occur? Initial strokes. Was the staple line and cut line equal? No. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Unknown. If buttressing material was utilized, which product was used? N\a. Was the instrument fired across or near an existing staple line or clip? Unknown. If any unexpected noises were heard, when were they heard? N\a. Were any of the forces higher or lower than expected (closing, firing, or opening)? Too high to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Struggled to get it open. Was there any difficulty removing the device from the tissue? Yes hard to remove. Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition and with ecr45w cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. No damage to the handles were noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.